Event description:
During an emergent coronary intervention, a drug eluting stent, boston scientific taxus liberte 3.5mm x 24mm ref #12188249, was inserted and advanced to a mid circumflex lesion and deployed at 14 atm's for 5 seconds. The stent delivery device was then withdrawn back toward the guide catheter. Under fluoroscopy, it was discovered that the stent was still on the stent delivery device which was now in the left main/ostial circumflex artery. After several unsuccessful attempts to readvance the stent to the mid-circumflex lesion, the stent was subsequently deployed at the ostial circumflex. And add'l stent was then inserted to the original target lesion and successfully deployed. The pt remained stable throughout the procedure. The delivery device will be returned to the MFR. Stent remains in pt.